Event description:
It was reported the powermax elite mdu hand control heats up. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.